Event description:
The customer reported that after pipetting an hbsag plate on summit serial number, the tech observed that no conjugate was added to well b6. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00486258.